Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation occurred. It was reported the hemostatic valve on the carto vizigo" 8.5f bi-directional guiding sheath small was damaged and they could not insert the dilator. The sheath was replaced, and the procedure was continued. It was reported the hemostatic valve was not broken into separate pieces, the valve was pushed in beyond the insertion point and no longer creating a seal. The dilator would not advanced, when prepping the sheath and was replaced before being inserted into the patient. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve/brim cap/hub did not become detached from the sheath. The carto vizigo" 8.5f bi-directional guiding sheath small was not being used on the patient, therefore air did not enter the patients body and no intervention was required.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00001599 number, and no non-conformances related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the d 4. Expiration date and h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) corrections: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿. It was also noticed that the following items, "8.5f sheath with curve viz smc" and "soundstar eco cable assy 10 ft" were inadvertently omitted from section d10. Concomitant med products in the 3500a initial medwatch report. The devices have now been added.